Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to lead dislodgements. The right atrial (ra) lead had dislodged into the superior vena cava (svc). The lead appeared to have been sutured on the lead and not the suture sleeve. The lead was attempted to be revised but the helix had difficulty retracting. The lead was removed and a new lead was implanted. It was further reported that after the new ra lead was implanted for two days, it had dislodged. The physician decided to remove the lead and implant a new ra lead. It was further reported that the right ventricular (rv) lead had dislodged into the svc. The lead was revised and repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.